Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the device identified no anomalies on the device case. The device case was opened and internal visual inspection noted a crack of the fuse for the battery assembly. The error message was caused by a temporary interruption of power to the circuitry that was linked to the crack of the fuse.

Event description:
This supplemental report is being filled to include device analysis information.

Event description:
It was reported that this device exhibited power supply (ps) code. The field representative was informed that the patient still had therapy, however it was discussed that the device was near end of life (eol) so an elective procedure was recommended to replace the device. Subsequently, the device was explanted due to this ps code. No additional adverse events were reported.